Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision of right shoulder components due to aseptic glenoid loosening. This event report was received through clinical data collection activities.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient fall, which led to glenoid loosening. The persistent pain prior to the fall was likely the result of wear, loosening, or infection. The surgeon stated that the event was "unlikely related" to the devices.

Event description:
Index surgery: (B)(6) 2009. Revision of right shoulder components due to aseptic glenoid loosening. The patient had been in pain for more than a year and had a fall at work on (B)(6) 2017. A CT scan showed glenoid loosening. The case report form indicates this event is unlikely related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient fall, which led to glenoid loosening. The persistent pain prior to the fall was likely the result of wear, loosening, or infection. The surgeon stated that the event was "unlikely related" to the devices.

Event description:
Index surgery: (B)(6) 2009. Revision of right shoulder components due to aseptic glenoid loosening. The patient had been in pain for more than a year and had a fall at work on (B)(6) 2017. A CT scan showed glenoid loosening. The case report form indicates this event is unlikely related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.